Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 2 device evaluations are in progress. This device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were previously reported during the reporting quarter; however: 2 events were reported in error. 0 total events were reported for this catalog number/device code combination for the reporting quarter.

Event description:
This report summarizes <noe> 0 </noe> malfunction events in which the device had a component detach.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices investigation type have not yet been determined.   Evaluation status in progress 2 device evaluations are in progress.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.